Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the emergency treatment which was completed by moving the patient to another system. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and troubleshooting found that the low load tube anode problem, and the cooling unit (clu) found oil leakage in the oil pipe. To resolve the reported issue, the fse tightened the joints and refueled cooling oil. After these repairs, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.